Event description:
It was reported that a patient control module (pcm) did not allow flow of solution. The reporter stated priming was attempted and also resulted in no flow, even though flow was observed from the infusor before connecting the pcm. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).the device has been received by baxter, but the evaluation has not yet been completed. A batch review was conducted and no issues were found related to the reported condition during the manufacturing process. A follow-up report will be submitted if any additional relevant information is received.